Event description:
It was reported that the insulin pump has a frozen display. No response from the buttons. Time clock did not change. Display not blank. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons responded properly. No moisture damage was noted to the keypad traces. No unlocked keypad connector was noted. No frozen display was noted. The insulin pump alarmed for a motor error during the rewind due to a damaged motor slide rubber pad. The functional testing could not be completed due to this anomaly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.